Event description:
Complainant alleged that during biomed testing the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.